Event description:
Related manufacturer reference number: 2017865-2025-14321. It was reported the patient presented with a leadless pacemaker (lp) that was interfering with the valve. The physician attempted to reposition the lp, but the helix was stretched. Echocardiogram suggested either the lp or retrieval catheter had ripped the valve pillar. Valve replacement was performed. The patient was in stable condition.